Manufacturer narrative:
The information provided by the customer cannot be confirmed. Despite the use of ice spray, no condensation as described by the customer could be reproduced (scope fogged up continuously). Examination of the optics revealed clear signs of wear on the top surface of the stock. In addition, pressure/impact marks are visible in the distal stock area. No scratches or mechanical damage are visible on the proximal and distal cover glass. The image of the optics is clear, distinct and has a uniformly pronounced depth of field. The mechanical damage found on the shaft surface and the visible foreign particles in the rod lens system have no influence on the imaging and are not due to a production defect. It is possible that the damage occurred during clinical use / reprocessing. One possible cause of fogging may be that the optics were not warmed up before use and condensation formed when they were inserted into the surgical field. As a rule, optics are pre-warmed to body temperature before insertion into the site to prevent condensation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the scope was fogging nonstop, need to evaluate the scope and check distal end to see if there is fluid invasion.